Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient died of a cerebral infarction after leaving the procedure room. The pump was not explanted. The initiation of inotropes was unknown. It was unknown if this was device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: this event was determined to be supplemental to (B)(4), (B)(6). Reportable information will be covered under 2916596-2025-07377. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: (B)(6). Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.